Manufacturer narrative:
The insulin pump passed all functional tests including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump communicated properly with the glucose sensor simulatro. The low predicted alert functioned properly during testing.

Event description:
It is reported by the patient that they were hospitalized for a low glucose level. The level at the time of the hospitalizations was 24mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump motor was tested outside the device and passed. The insulin pump passed the delivery volume accuracy test.